Event description:
It was reported that the electrocardiogram (ECG) ward showed loss of capture and sensing failure few days after the lead was implanted. The dislodgement was confirmed via x-ray imaging. Subsequently, the physician successfully repositioned the ra lead. No additional patient adverse effects were reported.